Event description:
It was reported that the patient alert occurred and the patient went to the cardiologist's office. At the office the patient received an inappropriate shock. The patient was admitted to the hospital. The right ventricular (rv) lead had noise, oversensing, high impedance, and was fractured. The lead was capped and the patient elected not to have a replacement. It was also reported that no care alert was received because the monitor was disconnected by the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert occurred. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.